Manufacturer narrative:
Continuation of d10: product ID 39286-65, serial# (B)(6), implanted: (B)(6) 2012, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(6), ubd: 29-may-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient needed to know the make and model of the device to provide to CT and x-ray division. Reviewed. Patient said they turned the device off 7 years ago at least because it was not working. Patient was going to another surgeon to have the device taken out. Patient also reported at the implant procedure in 2012 things went wrong. Hcp had difficulty placing the wire, they could not put the wire from the bottom and had to put everything down from the top. Patient said they, the implant battery, got infected right away, within 24 hours. The representative came to the hospital every day.